Event description:
It was reported that during preparation of the 3.0 x 28 rx xience v stent system, the protective sheath was removed from the stent. The physician noted that the stent was not on the balloon but inside the protective sheath. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure and the target lesion was treated successfully using a new xience v stent system. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent implant was returned dislodged from the balloon and located on the stylet inside the yellow protective sheath, confirming the reported information. The proximal end of the stent implant was mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the entire length of the hypotube and a bend in the stylet. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The middle and distal stent outer diameters and the inner diameter of the protective sheath were measured and met manufacturing criteria. The proximal stent outer diameters could not be measured due to the damage noted. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodging. Additional handling during packing for return analysis may have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined.